Event description:
Boston scientific crm received information that during the implant of this transvenous defibrillation lead, the tvi tool was dropped prior to the lead implant. The physician opted to implant the lead without the tvi tool. It was questioned how this would impact the lead. Additionally it was noted the shock impedances were initially 41 ohms, then fluctuated down to less than 20 ohms. The physician had partially closed the pocket, thus decided to reopen to reinsert the defibrillation pins. The shock impedances were then noted to be stable, thus the pocket was closed and defibrillation threshold (dft) testing was performed with normal impedances. The device was checked again at the post-operative check and impedances were again noted to be stable. It was questioned what would have caused the fluctuations at implant. Technical services (ts) discussed that typically these fluctuations are due to a noisy environment. Ts would have recommended turning off the cautery system, in order to remove any electro magnetic interference (emi) sources and running the impedance tests again, that usually the impedances would stabilize after doing this. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the lead was later found to be dislodged. It was noted that during rv pacing, atrial capture was being observed. The lead was going to be revised. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.